Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported that the adc freestyle libre sensor displayed "replace sensor" message and " sensor is not working, please remove your sensor and start a new one". I contacted abbott´s support line (B)(4) but the person spoke with such a thick accent as to almost be unintelligible. ". However, the customer did not report any adverse event associated with the reported issue. There was no report of death or permanent injury associated with this event.